Manufacturer narrative:
The event occurred on an unspecified date 4~5 years ago. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection manifested by stomachache and cloudy effluent. The cause of the event was reported as due to improper diet. It was not reported if the patient was hospitalized for the event. The patient was initially treated with intraperitoneal cephalosporin and then switched to another unspecified drug for the event. At the time of this report, the patient has recovered from the event. Action with pd therapy was not reported. The reporter declined to provide additional information.